Event description:
Through implant patient registry, it was learned that a patient with a 29mm 2700 aortic valve was explanted after an implant duration of 6 years, 2 months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a aortic valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: upon review of the additional information provided by the hospital, it was determined that the valve was explanted due to endocarditis. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In light of this, only reports of prosthetic endocarditis occurring within 60 days of implant without a known source of infection (e.g., dental, surgical, or endoscopic procedures; IV drug use; recurrent endocarditis) will be reportable. In this case, the onset of the disease was after 60 days, thus this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry, it was learned that a patient with a 29mm 2700 aortic valve was explanted after an implant duration of 6 years, 2 months due to fungal endocarditis and stenosis. The patient was presented with shortness of breath and chest pain. The explanted valve was replaced with a 25mm 11500a aortic valve. The patient was stable at the end of the procedure.